Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the case. In response to reports of acute kidney injury associated with histotripsy, histosonics has incorporated the following warning into its labeling: "as reported in other liver directed therapies, multiple or large-volume liver treatments have been associated with acute kidney injury (aki). When planning extensive or multiple treatments, evaluate and monitor the patient for signs of aki."

Event description:
On (B)(6) 2025 a 63-year-old female patient with a history of breast cancer with metastases to the liver received five histotripsy treatments to four lesions in multiple segments, for an approximate total planned treatment volume (ptv) of 114 cc. The patient received 3,000 units of heparin and 5 liters of intravenous fluids during the procedure. Post-procedure, laboratory evaluation revealed a creatinine level of 4 mg/dl indicating acute kidney injury (aki) with an elevation in total bilirubin to 5 mg/dl. The patient was admitted later that evening for further management, with continued intravenous fluid resuscitation. The patient was discharged but continued on intermittent hemodialysis. Hepatic function has recovered and returned to patient's baseline. Renal function is improving, with creatinine decreased from 7.0 to 3.0 mg/dl. The patient continues to produce urine, with ongoing renal recovery and remains on a hemodialysis as of (B)(6).